Event description:
The sales rep reported that during a surgery, some trial pieces were missing in the ancillary kit. It appears that pieces were lost threw sterilization holes during the sterilization process.

Manufacturer narrative:
Device will not be returned for evaluation. If the device or additional information becomes available it will be submitted on a supplemental report.